Event description:
Four percutaneous central venous catheters (peripherally inserted central catheters) from same lot # 9788 (vygon germany lot # g07a41), developed cracks in the hurs on the extension sets. One catheter clotted off and was replaced. The other three were repaired. As a precaution, the distributor replaced stock held by facility (8 catheters), at facility request.

Manufacturer narrative:
H6. Additional input received from vygon germany. Some of the hubs from this lot # (607.a41) were out of specification and distorted during sterilization. When they were in use, and a male luer was connected to the hub of the catheter, stress was exerted on the inside wall of the hub. This caused the cracking. Following a management meeting 6-22-98, a product recall was initiated. The FDA was noified of this and is assisting in this recall.